Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a lumbar procedure intended to stabilize l1-l2, while surgeon was inserting the transforaminal posterior atraumatic lumbar (t-pal) trial spacer, the dura was injured. Surgeon sutured the wounded dura and completed the procedure. This report is for one (1) t-pal spacer applicator handle. This is report 2 of 2 for (B)(4).